Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a right ventricular lead that exhibited oversensing. The lead was explanted and replaced. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-37720, the same event was previously reported as 2017865-2023-37218.